Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that while supporting a patient on a cs300 intra-aortic balloon pump (iabp), "low vacuum alarm" error messaged appeared and was reoccurring. The iabp was swapped out without incident and taken to bio-med for evaluation. No patient harm, serious injury or adverse event was reported.